Manufacturer narrative:
A philips remote service engineer (rse) tried reaching out to the customer to return the device for bench evaluation and repair. Case was closed due to no callback from customer. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the suresigns vs2+ nbp/sp02 indicating that the nbp motor is loud and gives low readings. The device was not use on a patient at time of event; there was no adverse event reported.